Event description:
The patient received his scs system, including two percutaneous leads (from the same lot), on (B)(6) 2011. It was reported that the patient is not receiving effective stimulation. He reported that he does not get past perception level on one of his programs. The patient was scheduled for reprogramming. It is currently undetermined whether reprogramming resolved the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.